Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported "it was discovered that my implants had ruptured internally", "a mass had been seen and needed confirmation from radiology that it wasn't breast cancer. It turned out to be multiple cysts", "this has caused me an enormous amount of distress and anxiety" and "pain and suffering both before and after the procedure". This record is for the left side. Device was explanted.